Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the "broken" top of a polyflux 140h during hemodialysis therapy. The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.